Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for urge incontinence/urgency frequency. The patient reported that they had pain in their lower right back. The patient stated that he had spinal stenosis and that he has pain when he has the urge to urinate. The patient reported that when he was turning up his stimulation level to a comfortable level, he said he felt a bad back sensation and his testicles burned at a 3.0. The patient lowered their stimulation to 2.0. It was noted that the trial started on (B)(6) 2018. No further complications were anticipated/reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.